Event description:
It was reported that the patient's generator was replaced due to suspected premature battery depletion. The manufacturer's battery life calculator estimated an expected 0.6 years remaining until neos=yes on 05/31/2017 based on the available programming history of the patient. The manufacturer's device history record of the suspect generator was reviewed. The generator passed all functional and quality tests prior to final release. The generator was received by the manufacturer, but product analysis has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. Product analysis did not verify premature end of service condition. The generator was not at end of service condition, as received. The generator performed according to the functional specifications of the final test with no anomalies found notes from the physician's office indicated that the patient's generator was nearing end of service. However, system diagnostics in the clinic notes from that date did not have a near end of service indicator. No further relevant information has been received to date.